Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen (dose/concentration unknown) via an implanted infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient was hospitalized from the date of implant for a total of two weeks for overdose. No specific symptoms were provided. It was reported the healthcare provider (hcp) put too much medication in the pump and the patient was suddenly overdosed. The situation was resolved. No further details were provided. Additional information has been requested regarding medication information, medical history, the cause of the event and what diagnostic testing/troubleshooting was performed as well as what actions were taken to resolve the situation, however further information received from the patient's alleged managing hcp at the time of the event indicated the patient had transferred to a different hcp. Additional follow-up is being conducted in an attempt to obtain the appropriate hcp's information to gather further event details. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp). The pump was filled with lioresal 250mcg/cc at 50mcg/day at the time of implant. The lot number was unknown. The patient had experienced incisional pain and double vision from the anesthesia. There was no indication of an overdose in the patient's file. The overdose may have been mistaken for the patient coming out of anesthesia. No information was available regarding diagnostics, troubleshooting, or interventions for the over dose. There was no known oral medication or pertinent patient history.